Event description:
On 10/22/1999 between 7 and 8 a.m., the pt was tested on his one touch meter with a result of 165 mg/dl. He was experiencing numbness in the legs and hands. The pt's wife called 911 and the pt was transported to the hosp. Approx 45 mins later, a lab result of 455 mg/dl was obtained. The pt was treated for hyperglycemia and relased 3-4 hrs later. The meter has been cleaned with alcohol and quality control tests have never been performed.